Manufacturer narrative:
The customer contacted a siemens customer care center. Quality control and calibration were within acceptable range. A siemens headquarters support center (hsc) specialist reviewed the event information and concluded that there was no reagent or method issue. The hsc specialist stated that the issue was consistent with a poor aspiration of reagent or sample. The advia chemistry xpt upro_2 instructions for use states to make sure that the reagent and specimens do not contain bubbles, or foam and to remove prior to use if they are present. The cause of the discordant, falsely low upro_2 result on one patient sample is unknown. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
A discordant, falsely low total protein_2 (urine) (upro_2) result was obtained on one patient sample on an advia chemistry xpt instrument. The initial result was reported to the physician(s), who questioned it. The sample was auto-diluted and repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low upro_2 result.